Event description:
It was reported that the pt experienced a shocking/jolting sensation and also a burning feeling. The symptoms occurred at the implantable neurostimulator site. The burning sensation occurs at the ins site and is repeated 3-4 times/week and was not considered to be activity-specific, but was more prevalent during recharging. Add'l info rec'd reported that the pt experienced shocking and jolting following reprogramming and that the electric shocks ran down the back of their legs and into their abdomen. It was reported that the pt's symptoms were relieved with turning off stimulation. The pt's status was considered "fail". Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).